Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that they haven't used their ins for about a month because they had an audiovisual frequency [treatment] and when they tried to use it last week, it wouldn't turn on at all. Pt also stated that a month before last month, they've noticedthat the ins could barely keep a charge. Agent had pt tried to charge their ins; pt confirmed seeing the normal charging screen with controller battery at 100% and ins recharging. Agent had pt exit from the charging screen to turn the stimulation on; pt confirmed that battery empty cannot provide stimulation: recharge your implanted device message displayed. Agent reviewed information and instructed the pt to continue charging their ins. Agent asked pt to monitor the issue and call back if it persists.